Event description:
On (B)(6), 2012, it was reported that the patient experienced a loss of therapeutic effect. There was no known accident or incident related to the loss of therapy. On (B)(6), 2012, it was reported that the implantable neurostimulator (ins), lead, and extension were explanted. The signs and symptoms associated with the event were reported as "no longer working". The patient outcome was reported as non-serious injury. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Lead model: 3889-28 lot#: j0555237v implanted: 2005-(B)(6) explanted: na; programmer model: 3037 (B)(4).